Manufacturer narrative:
(B)(4). D10: medical products: item#: 115313, comp rvsr shldr glnsp +3 36mm, lot#: j7878159. G2: foreign: australia. H3: customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial shoulder arthroplasty approximately one (1) month ago. Subsequently, the patient the patient underwent a revision surgery seven (7) days after their initial surgery due to dislocation of the implants. Attempts have been made to obtain additional information. No additional information has been received at this time.

Manufacturer narrative:
(B)(4) this follow-up report is being submitted to relay additional and corrected information. The following sections were updated: b4, b5, g3, g6, h2, h3, h6, h11. Corrected data: h4 device manufacturer date. No product was returned, and no pictures were provided; therefore, a product evaluation could not be performed. A review of the device history record(s) identified no deviations or anomalies during manufacturing. The reported products were reviewed for compatibility, with no issues noted. A review of the complaint history identified additional similar complaints for the reported item(s), but no additional complaints for the reported part and lot combination(s). Complaints are monitored through a monthly complaint review in order to identify potential adverse trends. A definitive root cause could not be determined. If any further information is found that would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no update to the prior event description provided.